Event description:
Related manufacturer reference number: 3006705815-2022-01399. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated surgical intervention occurred to revise the leads. During intra-op testing, it was discovered only one lead had high impedances and the other lead's impedances resolved. As a result, the impeded lead was explanted and replaced to address the issue. It is unknown which lead was explanted. Therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.